Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient expired, cause unknown. No additional information was provided. The device will not be returned for evaluation.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between the reported patient outcome and heartmate 3 lvas, serial number (B)(6) could not be conclusively established through this evaluation. A specific cause for the reported event could not be conclusively determined. It was reported through patient outcome that the patient expired on (B)(6) 2019. The cause was unknown. No additional information was provided. No alarms were reported for this event. It was reported that heartmate 3 lvas, serial number (B)(6) will not be returned for evaluation. No further information was provided. The manufacturer is closing the file on this event.